Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented for a routine pacemaker device check up. Upon interrogation, it was noted that the device exhibited backup vvi operation. The device normal operation was restored successfully.